Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
Covidien received information that due to an 840 ventilator malfunction, the patient was placed on another ventilator. There was no patient harmed or injury as a result of the event. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.